Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump passed the displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents testing within specifications range and passed the off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.